Event description:
The complainant alleged that during biomed testing, the device displayed a "paddle fault" message, and with no ECG detection, and biomed could not select energy setting for defibrillation. The complainant indicated that there was no pt involvement in the reported malfunction.